Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe/ permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe/ permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe/ permanent pain/pain: pelvic pain/severe pain'), genital haemorrhage ('abnormal bleeding (general)'), cervix haemorrhage uterine ('dysfunctional cervical bleeding') and ovarian cyst ('ovarian cysts') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome, hypoglycemia, renal disease, gravida ii, parity 2, menarche (age: 16) and adoption (5 children). Previously administered products included for prevent pregnancy: oral contraceptive nos from 2012 to 2013. Concurrent conditions included asthma (since child) and chronic cervicitis. Concomitant products included amoxicillin for sinus infection and bupropion hydrochloride (wellbutrin) since 2017 for smoker. In (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced mood swings ("mood swings") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cervix haemorrhage uterine (seriousness criterion medically significant), cervical dysplasia ("cervical dysplasia") and flank pain ("pain: flank pain"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and ovarian cyst (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (ophorectomy(one side removal of ovary) and robotic total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine, fatigue and flank pain had resolved and the female sexual dysfunction, mood swings, headache, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, cervix haemorrhage uterine, cervical dysplasia, ovarian cyst and anxiety outcome was unknown. The reporter considered anxiety, cervical dysplasia, cervix haemorrhage uterine, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, headache, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. On (B)(6) 2016, surgical pathology report revealed cervical biopsy: endocervical mucosa with acute and chronic inflammation and squamous metaplasia. Benign squamous mucosa. Negative for dysplasia. Endocervical curettings: scant benign endocervical epithelium. On (B)(6) 2017, surgical pathology report revealed dysfunctional cervical bleeding. Cervical dysplasia. Left ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78.005 kgs. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: cervical dysplasia, fatigue, menorrhagia, dysfunctional cervical bleeding, ovarian cyst." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: reporter information was added. This case concerns 43 year old patient. Her demographic was updated. Her historical medication/ condition and concurrent condition were added. Lab data was added. Essure insertion date and removal was updated. Essure indication was added. Her concomitant medications were added. Per plaintiff fact sheet following events: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), mood swings, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, vaginal discharge, weight gain, dysfunctional cervical bleeding, cervical dysplasia, ovarian cysts, mental anguish and pain: flank pain were added. She had recovered from following events: pelvic pain, flank pain, migraines, abnormal bleeding and fatigue were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.